Event description:
The customer reported smoke and a burning smell coming from the architect i2000 module area. The module was checked for signs of leakage around rv24 wash cup. A leak was observed causing the sh antenna board to burn out causing the smoke. There was no report of damage to the surrounding area or injury to personnel due to this event or impact to patient results. The instrument was powered down until a replacement part is installed.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Sample handler lls antenna board a customer moved the architect i2000sr (B)(4) stat probe to the r1 pipettor position to resolve r1 pipettor robotics errors caused by a bent probe. The customer did not place the bent r1 probe in the stat probe position, so buffer leaked from the stat pipettor tubing onto the base plate of the i2000sr instrument causing the sh antenna board to burn out, which generated a burning smell and visible smoke. The customer powered off the instrument. The fsr replaced the sample handler lls antenna board and installed an architect probe in the stat probe position to resolve the issue. The fsr also replaced the rsh aspirate cover. The fsr performed daily maintenance and ran controls to verify the performance of the i2000sr after service was performed. The architect system operations manual was found to contain adequate information on potentially dangerous conditions on the architect systems, and on electrical hazards. The manual notes the architect system does not pose uncommon electrical hazards to operators, electrical cabling should be inspected for signs of wear and damage, liquids should be kept away from all connectors of electrical or communication components, and spilled fluids should be cleaned immediately. No adverse trends were identified for the architect i2000sr analyzer or the architect probe due to burning and smoke emitted due to sample handler lls antenna board issues. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the architect i2000sr processing module list number 03m74-01 or the architect probe 08c94-42 for the issue under evaluation. This is the final report.